Event description:
It was reported that the pt experienced some chest heaviness and shortness of breath, post insertino. Oxygen applied.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reve 1080 showed no other similar product complaint(s) from this lot number.